Event description:
Reference medwatch 1036844-2008-00012 for first event involving same pt. This event occurred for the second time with another guidewire, but from a different lot number. It was reported that, via right subclavian approach, the seldinger guidewire became "stuck" when removed from the cannula. Immediate fluoroscopic check revealed the "j" tip was located within the right atrium, behind the tip of the catheter. Gentle pulling resulted in partial unwinding of the guidewire, so the senior consultant withdrew the catheter to the brachiocephalic vein. As a result, after approx 15 mins of struggling, a partially severed guidewire was removed in one piece. A third kit was opened and successfully placed.

Manufacturer narrative:
Follow-up report will be filed additional info becomes available.